Event description:
On (B)(6) 2011, the user reported the following info to cook: "membrane malfunctioned and the blue tip would not work. After the difficulty occurred, a second set was used with the same results. No banding was done; the pt will have to return once add'l sets are received." On (B)(6) 2011, the medical facility provided the following add'l info to cook: the blue hook of the loading catheter broke off both ends after attempting pull through the handle. The hook lodged on the handle and could not come through the biopsy cap of the endoscope. (Reference MDR 1037905-2011-00690) a new kit was used to complete the procedure but the same thing occurred. However, when the biopsy cap was removed, the knot in the string was able to be grasped with hemostats to pull it through. (Reference MDR 1037905-2011-00690)

Manufacturer narrative:
Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.